Manufacturer narrative:
Remote support was provided, the customer was instructed to remove and reinsert the battery, the issue persists. The device was not powering on and there was no sound. Troubleshooting determined the battery needs to be replaced. Replacement battery sent to the customer to resolve the issue. Dead battery is not expected for return. Multiple attempts performed to contact the customer to confirm the resolution, there has been no response. Device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was an apparent component failure. The root cause of the reported problem could not be confirmed because the device was not returned for additional investigation. However, troubleshooting confirmed the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement component to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the customer called and stated that the AED battery is not powering the AED. I instructed the customer to remove and reinsert the battery and there was no sound from the AED. The battery is to be replaced under ib warranty exchange at zero cost to the customer.